Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The rep reported that the user facility, for the last 6 months has experienced leakage with the check-flo adapter. The leakage is occurring there is an introduction with other instruments, not when attached to the scope. Fluid is squirting out very bad and the user is having to place his thumb over the leakage to be able to complete the procedure. The patients have not required any additional procedures nor experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Product has not been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
The rep reported that the user facility, for the last 6 months has experienced leakage with the check-flo adapter. The leakage is occurring when there is an introduction with other instruments, not when attached to the scope. Fluid is squirting out very bad and the user is having to place his thumb over the leakage to be able to complete the procedure. The patients have not required any additional procedures nor experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **investigation** a review of specifications was conducted during the investigation. The product was not returned for the investigation. By report, when inserting an instrument, check-flo valve leaked. Procedure was completed with the device in place. Complaint is confirmed based upon customer testimony. Root cause could not be determined. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of non conformances that may have contributed to this incident could not be performed as lot number was not provided. Devices from stock were leak tested, with one failure in a sample of 7 devices. We have notified the appropriate internal personnel of this event and will continue to monitor for similar complaints. Clinical input has been received. The event is no longer being considered reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction as there is no indication of the malfunction leading to an adverse event. No harm to the patient has been reported. Some drainage is expected and accounted for during a urological procedure and constant irrigation and drainage is usually used to keep the field clear for the scope. A leak of this nature is of very little concern.

Event description:
The rep reported that the user facility, for the last 6 months has experienced leakage with the check-flo adapter. The leakage is occurring when there is an introduction with other instruments, not when attached to the scope. Fluid is squirting out very bad and the user is having to place his thumb over the leakage to be able to complete the procedure. The patients have not required any additional procedures nor experienced any adverse effects due to this occurrence.